Manufacturer narrative:
Events of esophagitis gastric ulcer, esophageal lesions, patient death were reported in a literature article. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined.

Event description:
Following review of the following literature article, it was determined that an abbott device was possibly involved in an adverse event. Temperature monitoring and temperature-driven irrigated radiofrequency energy titration do not prevent thermally induced esophageal lesions in pulmonary vein isolation: a randomized study controlled by esophagoscopy before and after catheter ablation. The study indicates two pericardial effusions occurred, requiring pericardiocentesis, and one patient exhibited temporary right-sided hemiparesis with complete resolution during the hospital stay.